Manufacturer narrative:
Additional information: b.5., b.7., d.4., d.11., g.1., h.4., h.6. The event of fibrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Additional information was received noting the patient also experienced "conjunctiva fibrosis" which led to the failure of the xen 45 gel stent. Patient was also treated with glaucoma eye drops when the intraocular pressure rose. Device remains implanted.

Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the right eye and "came in with an iop of 40 with 1 drop a2nd digital massage" and had the xen replaced with a baerveldt tube.